Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touch screen was not responding. There was no indication of actual or potential harm or death.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) touch screen was not responding. There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields - e1 (initial reporter, event site email). Corrected field- b3.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11.t a getinge field service engineer (fse) was dispatched to investigate the issue. The fse found error code 63 in the logs. The fse replaced the display monitor to video generator board and lcd display assembly. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received touch screen assy with a reported unit failure of touch screen not responding. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed touch screen assy into the cardiosave test fixture and tested the touch screen to factory specifications per procedure and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Proceeded to perform the touch screen calibration. The touch screen calibrated with no problem found. The fat dept. Then booted the unit in clinical mode and pressed all the buttons on the touch screen. Every button responded to touch. The fat could not confirm the complaint of the touch screen not responding. The touch screen passed testing.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d9(return to manufacture date).